Manufacturer narrative:
Brake set light not illuminated.

Event description:
It was reported by service report that the brakes lights were flashing and it would not go into drive and stay. No pt involvement or adverse consequences are reported.